Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low, out of range, pacing lead impedance measurements were observed. A complete device follow-up was performed and no abnormal values were found. Patient was stable and will be monitored through follow-ups.